Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted :(B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported a patient had their device explanted due to a lead erosion. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 4351-35, serial# (B)(4), product type: lead; product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Life threatening was removed as it was incorrectly applied to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 4351-35 lot# serial# (B)(4) implanted: explanted: product type lead product ID 4351-35 lot# serial# (B)(4) implanted: 2016 (B)(6) explanted: 2017 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.